Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the patient had 24 hour chemos that started on 3/27 @ 1847 and ended two hours earlier than anticipated at approximately 1640 on 3/28. The chemos were both running at the correct rate and pump appears to be set up correctly. The chemos involved were a mixed bag of cytoxan, cisplatin and etoposide, and doxorubicin. There was patient involvement but no harm.